Event description:
It was reported that tandem mobi pump issued cartridge alarm during use. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, instructed caller to remove cartridge and deliver 9-unit bolus, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, resolving issue. Clss to replace pump. Customer will continue to use current pump.